Event description:
Hill-rom received a report from the account stating pins on the nurse call is not functioning. The bed was located at the account in room 739. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the added gender connector and customers quick connect parts were not making all connections. A search of the hill-rom maintenance records did not how hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician secured the parts to resolve the issue. Based on this information, no further action is required.